Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised has an issue with hubblock and latches. Dealer advised bolt inside of the handles are too tight causing the eyelet not to swivel and the cable to break.